Event description:
Reported finding moisture, which smelled like insulin, inside of the device's cartridge compartment. Pt stated that, when pt removed the insulin cartridge, from the device, a few drops insulin dripped out of the cartridge compartment. Pt indicated that there was no apparent damage to the insulin cartridge, and pt was unable to determine the cause of the insulin leakage. No error messages were generated by the device. Pt indicated that pt's blood glucose was higher than normal (250 mg/dl). Pt self-treated by delivering a 9u bolus of insulin.